Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and observed cable stuck from unit. The fse troubleshoot the equipment and discovered cable came out from the retractor assembly. The fse rearranged cable by pulling out totally, then retract in order. The retractor assembly functions as normal condition now. The iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a retraction issue. There was no patient involvement.